Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein an ipg was replaced for upgrade and a paddle lead was implanted. The patient was doing well with good coverage postoperatively. The explanted device components were retained by the medical facility and will not be returned.